Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collective packaging of eight (8) polyethylene lined tubing sets had missing local labels. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to g4, h6, and h11: h11: an actual sample from the reported event was not returned; however, an investigation was carried out into the conditioning process. During the investigation performed, it was identified that the labeling of the collective box was carried out on the collective box that contains 320eas; however, it contains 8 collective boxes with 40eas each. The find was found in a box that only contained 40eas which were not collectively labeled. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.